Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller to perform specific troubleshooting steps, which included adjusting the tubing and delivering insulin boluses, though the occlusion alarm persisted. Ultimately, the customer was instructed to replace the necessary supplies and resume insulin therapy.